Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was slightly interrupted and weakened at the insertion part a root cause could not be identified. Based on the results of the investigation, it is presumed that the event occurred due to component failure of the up case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had deteriorated electrical connectors. The issue occurred during reprocessing. There was no patient involvement.